Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Codes: medical device problem code: 2993 adverse event without identified device or use problem. Codes: medical device problem code: correction to disregard 3191 appropriate term/code not available.

Event description:
Dexcom was made aware on 02/13/2023, that on (B)(6) 2023, the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported by the patient's parent that the pediatric patient experienced a skin reaction with infection underneath sensor pod area only, which occurred ten days after the sensor had been inserted in the thigh. On (B)(6) 2023, the patient was taken to the emergency department by the parent and the reaction was treated with a prescription of an oral sulfamethoxazole (dose unknown) taken once daily for a week. An unspecified time later, the antibiotic caused an allergic reaction which was treated with oral prednisone 10 mg taken for 3 days, once a day. At the time of contact, it was indicated that the patient had recovered from the infection. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was received and evaluated. An external visual inspection was performed and passed. No data was provided for evaluation. Device analysis would not confirm the issue nor determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)